Event description:
It was reported, the pt is experiencing pain around her scs ipg pocket site. Subsequently, the physician evaluated the pocket site and determined the pain could be due to there not being enough space between the pt's last rib and hip bone possibly causing the scs ipg to bump between them. No intervention is planned at this time as the physician determined revising the pocket site to make it deeper might not resolve the issue as well as the pt not wanting to undergo the revision due to bing satisfied with the stimulation and not wanting to risk the possibility of it changing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.